Event description:
The facility called to report an error code was received during set up. There was no patient injury, but one case was cancelled. No additional information is expected.

Manufacturer narrative:
A company service rep checked the system, replaced the signal cable, then the system tested to specifications. No parts were returned for evaluation.